Event description:
The iab was inserted into the pt on 1/29/98 at 8:00 am and removed on 2/1/98 at 2:00 am. The iab did not malfunction. The pt had major ischemia and surgery was required. (Event complications: major ischemia/surgery required-reported 3/16/98.) (Pt's current status: expired-rpt'd 3/6/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 6/5/98).